Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases, yellow particles in device inner surface, white particles calcification like in device outer surface. And one curved opening. A microscopic analysis and leak test were performed which identified, one opening striated. Fill inspection was performed, and identified no blockage in the valve. Based on the device analysis, the final assessment is: one opening striated in the side anterior assessed, as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and anxiety.

Event description:
Field sales rep reported left side deflation and concern with the product. Device remains implanted.